Event description:
This is report 3 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. Six days later, the patient was discharged from the hospital. The patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers 13a16h25 and 12k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).